Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and recommended to the physician for a commanded shock test to be considered for further evaluation of lead integrity. At this time, the rv lead remains in service. No additional adverse patient effects were reported.